Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump randomly stopped, touch screen was frozen and pump alerted there was no insulin. Customer reported to have gone into diabetic ketoacidosis (dka). Reportedly, customer reverted to using another pump for insulin therapy. No additional information was provided. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.